Manufacturer narrative:
8) supplementals created for new information received from customer 16oct2020, reportability changed from reportable to non-reportable malfunction.

Event description:
It was reported that (10)pcu front cases will be replaced due to pcu case cracked/chipped. The biomed confirmed that there was no keypad failure with all ten pcu front cases. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (10) pcu front cases will be replaced due to keypad issues. The customer confirmed that there was no patient involvement.